Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced two infusion sets fell off event on (B)(6) 2026. The infusion set was in use for one day. The blood glucose level was high and patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.